Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient stated there was an unspecified sensor failure which resulted in a loss of consciousness. The patient¿s family found him unresponsive on the floor and when he was able to ingest food, they provided him with food. The patient alleged he lost consciousness four times; however, it was not confirmed if the loss of consciousness occurred with one or more sensors. The cgm/bg values were not provided. At the time of the report, the patient was doing okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.